Manufacturer narrative:
B5: additional information: on (B)(6) 2021 a 13.7mm vticm5_13.7 icl was implanted into the patient's eye. On (B)(6) 2021 the lens was exchanged with a shorter lens due to angle closure with elevated iop and the problem was resolved. Reportedly a small temporal iris defect is remaining due to an iris prolapse that occurred during the exchange. A corneal suture was also added. H6: clinical code 4581 (angle closure, iris prolapse); impact code 4650 (corneal suture); investigation type 4110: lens work order search-no similar complaint type events reported for units within the same lot. Claim# (B)(4).

Manufacturer narrative:
B5: additional information: addition of corneal suture is not the surgeon's standard practice. It was added because the incision size is "a bit too large" and he didn't want any risk of leaking. Claim#: (B)(4).

Manufacturer narrative:
Pt info: unk. Date of event -unk. Product code unk. Explant date-unk. PMA/510(k): this product is manufactured in the u.s. But not marketed in the u.s. Device manufacture date -unk. Claim# (B)(4).

Event description:
The reporter stated that the surgeon implanted an implantable collamer lens into the patient's left eye (os). The surgeon reports elevated iop. Attempts to obtain additional information have not been successful.